Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-01982. It was reported the patient was unable to set the scs system into MRI mode. X-rays were taken and revealed one of the patient's leads appeared to be fractured. As such, the patient underwent surgical intervention wherein the lead was explanted and replaced. Reportedly, effective therapy was restored following the procedure. Please note: it is unknown which lead was liable. Therefore, all suspected devices are being reported.